Manufacturer narrative:
(B)(4). Date of follow-up report : 12/03/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results, and no continued activation was observed. Covidien was unable to confirm the customer¿s report. A review of the relevant device history records for this lot found no entries that could have contributed to the reported issue. There is no trend associated with this issue and no corrective actions are deemed necessary at this time.

Event description:
The customer reported that during a procedure, the device was being used to seal tissue. When the surgeon released the activation button so as to stop the sealing process, the button stuck and the device reportedly continued to activate on the tissue beyond what the surgeon had intended. It is not known if there was any harm to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 02/23/2015. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.